Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the ambicor penile prosthesis removed due to fluid loss. A new spectra penile prosthesis was implanted. The explanted device is not expected for return. No patient complications were reported. Should additional relevant details become available, a supplemental report will be submitted.